Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation it was observed, the video socket was defective, the pin of the video socket was broken, and wear and tear of device was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the video system center had no image during preparation for a diagnostic procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a faulty video socket unit. The specific root cause of the faulty video socket unit could not be determined at this time. Olympus will continue to monitor field performance for this device.